Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's lead was displaying high impedances. Surgical intervention is anticipated to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report event of high impedance was confirmed. The return lead had a kink with all internal wires broken; causing the reported issue. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
It was reported that the lead was explanted and replaced on 10 march 2021. Surgical intervention resolved the issue.